Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for elevated blood glucose (bg) levels above (500 mg/dl) and diabetic ketoacidosis (dka). The customer was treated with IV fluids, magnesium and potassium. The customer then was admitted to the hospital due to bg levels not stabilizing. The customer took boluses via the pump and set a temp basal rate to stabilize bg level. It was indicated that the customer was released 28 hours later. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past.